Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No similar product experience was received for the subject lot other than a case (MFR report #: 3003775027-2026-00143, patient identifier: (B)(6), in which the polymer jacket of the guide wire was peeled due to tensile stress applied when the guide wire was trapped due to anatomical and lesion conditions. The event was not associated with product quality. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed thattensile stress or friction might have been locally applied on the distal segment of the gladius mongo 14 es guide wire during wire removal while the distal segment of the guide wire had been caught by the heavily calcified lesion. Consequently, the polymer jacket was peeled. It was concluded that this event was not attributed to product quality. As the affected device was not returned, it was unable to completely rule out that any polymer fragment was left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for a heavily calcified lesion at the origin of the peroneal artery. The lesion was crossed with an asahi gladius mongo 14 es guide wire. After the gladius mongo 14 es guide wire was removed for wire exchange, peeling of the polymer jacket was observed, and the new guide wire could not be advanced. The device system was then removed and the procedure was restarted. It was informed that there were no adverse patient effects associated with this event and the patient was stable after the procedure.